Manufacturer narrative:
(B)(4). Date sent: 1/12/2024. D4: batch # 491c44. Investigation summary : the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29p device arrived with no apparent damage and no anvil was received. The breakaway washer was not present and the device was fully loaded with staples. When the test battery was installed the green checkmark did not illuminate, indicating that the device had not been fired. During the functional test, an attempt to fire the device throughout the firing range was unsuccessful. The device was disassembled to verify the condition of the internal components and cracks were observed in the conductive traces of the flex circuit (connector contacts). It was determined that the cracks in the flex circuit prevented the anvil detect circuit from functioning thus preventing the device from firing. After disassembly, the device was tested for functionality and it was manually assisted. The device was fired with a test washer and anvil formed all the staples as well as completely cut the test media and the breakaway washer without incident confirming that the experience was due to the damage in the flex circuit. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The damage observed on the flex circuit has been correlated to the design. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number 491c44, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device cdh29p lot number a9dm6j and no non-conformances were identified.

Event description:
It was reported that during a low anterior resection the stapler did not fire and had no power. There was a 5-minute delay. No fragments made. The procedure was completed with a new device with no patient harm.